Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pch058, and no non-conformances were identified. An empty labeled winding former, a detached needle and a used suture piece of product code w538, lot # pch058 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed at the edge of the barrel hole, the tip needle was present and no needle breakage could be observed. In addition, a suture piece was noted attach to needle and the end of the suture was noted cut appear to be by use of a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling. Pictures were returned for analysis. Upon visual inspection of the pictures, a broken suture could be observed. However, no conclusion could be reached. Additional information was requested and the following was obtained: did the needle break? Did the needle pull away from the suture? From the attached photo the tips of the needle looks blunt - hence the needle broke. Please verify with the shipped product complaint sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break? Did the needle pull away from the suture?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke away from thread during use. There was no delay to the procedure and it was completed successfully. There were no patient consequences reported.